Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2010 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2011 due to intractable sui (stress urinary incontinence), mesh erosion and small anterior repair. She was implanted with an advantage tape. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2010 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at the (B)(6). Block h6: patient codes 1750 and 3191 capture the reportable events of mesh erosion and revison surgery. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.blocks b5, e1, e4, h6 and h10 have been updated based on the additional information received on february 10, 2023. Block e1: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e2006 captures the reportable event of erosion. Impact code f1905 captures the reportable event of revision/replacement surgery performed. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 3005099803-2021-00005 for the associated device information. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2011 due to intractable sui (stress urinary incontinence), mesh erosion and small anterior repair. She was implanted with an advantage tape. Additional information received on february 10, 2023. The procedures performed on (B)(6) 2010 were vaginal sacrocolpopexy, uphold anterior repair, pubofascial sling, and cystoscopy to treat a patient with prolapse and severe urinary incontinence. The patient was also implanted with a cook posterior repair tissue graft during this procedure. There were no patient complications reported at the conclusion of the procedure. The revision procedure performed in (B)(6) 2011 included a small anterior exposure repair for the excision of the exposed mesh which the physician confirmed to have eroded at the apex. The eroded mesh was excised locally and the defect was closed with sutures. During the advantage implant, the physician noted an adherent bladder on the patient's left side. The physician passed the needle more medially to avoid the adhesion.